Event description:
Pt underwent initial hip revision on 6/17/1997, and a second revision was performed sometime in 8/1997.

Manufacturer narrative:
The devices revised at that time of the incident, have been identified by the physician's office as not being manufactured by jjpi. At this time, jjpi considers this file closed.